Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted for pacemaker pocket revision due to pain and visual redness around the pacemaker site. The patient was asymptomatic except for experiencing discomfort around the device area. Blood cultures were performed on the pocket tissue for possible infection, and no evidence of infection was found in the blood test. During the procedure, it was noted that the patient had a capped atrial lead as the patient¿s device was a single-chamber pacemaker. The physician elected to replace the device with a dual-chamber pacemaker. The procedure was completed without any complications. The patient remained asymptomatic during and after the procedure and was discharged.

Manufacturer narrative:
Device was tested on the bench, and no anomalies were found.